Manufacturer narrative:
A1-a6) patient information details were not available. D4) model number is xeridiem part number; catalog number is exclusive distributor (cook medical) part number that appears on label. Lot number is unknown so expisration date is unknown. D9) customer complaint indicated device available for return but it has not yet been received as of this report filing. G3) original complaint received 6 oct 2023; updated information indicating reportability received 17 oct 2023. H3) device has not been evaluated becuase it has not yet been returned.

Event description:
The balloons of the entuit tube with enfit connection for internal fixation have been bursting frequently lately (three occurrences within a week). One patient received the feeding tube and the balloon burst a few weeks later, another patient had the same problem after 14 days and another patient presented again with a burst balloon on the same day he received the feeding tube. In all three cases, the tube had to be removed (and new one inserted) because it slipped out due to the lack of internal fixation. According to the initial reporter, the patient experience adverse effects due to this occurrence (specifically, hospital could not administer food and medication according to the treatment plan). This report is for one of the three cases (other two will be in separate mdrs).

Event description:
Event description is in original MDR submission on 11/16/2023.

Manufacturer narrative:
D9, h2: device was not returned for evaluation; this follow-up report provides final investigation codes in h6 along with a summary of the investigation. H6) updated investigation codes chosen based on following summary of the investigation: the device was not returned for evaluation so investigation was limited to reported information and part number trending (8 balloon burst complaints in product family for prior year). Because of this, root cause cannot be established. During manufacturing, each device is tested 100% including a balloon inflation test. Factors that can affect device performance include device handling, packaging, shipping, storage, cleaning and maintenance. Additional possibilities that affect balloon life include unique patient factors such as diagnosis, treatment, surgical procedures, as well as medications, nutrition formulas, and gastric ph. Production personnel are trained and certified for manufacture of the devices. Trending of complaints for the device will continue to be monitored.